Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's revision procedure to place an additional lead to address stimulation coverage issues (reference MFR. Report #1627487-2015-06459) was abandoned due to the physician being unable to place the lead due to scar tissue.